Event description:
During removal of 'porta-cath', the lock was found not to be attached and the catheter migrated into the subclavian vein, necessitating another procedure. Under radiology intervention, the catheter was removed. The pt did well.